Manufacturer narrative:
Unit powered up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test. Pump error 63 alarm variable 3 confirmed in the pump history due to cracked solder joint on keypad assembly. Unit was received with serial number label fading, cracked case corner of the belt clip rails near the battery compartment, and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 63 during self-test. The insulin pump did not alarm pump error 63 after another self-test was performed. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.